Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
Related manufacturer reference number: 2017865-2024-73651. It was reported that during an implant procedure, the physician was unable to tighten the device set screw for two attempted devices. A new device was implanted successfully. No adverse patient consequences were reported.